Manufacturer narrative:
(B)(4).

Event description:
The patient reported while in the hospital visiting her father, her stimulation started to go higher on its own. Follow-up was being conducted to determine steps taken to resolve the reported issue. Indication for use included spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that stimulation was very high on the lower legs and feet. Pain started (B)(6) 2015. Additionally, the patient noted that she is on pill and patches for pain.